Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) by charge time. Charge time was 18.4 seconds. Technical services discussed that the battery may have depleted early. No adverse patient effects have been reported. The device was explanted and replaced with another boston scientific device.

Manufacturer narrative:
The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.